Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables.

Event description:
During follow-up, there was alleged externalization observed on the right ventricular (rv) lead. No imaging provided to confirm the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.